Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life with no telemetry and no output.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) was at end of service and the battery longevity seemed to be very short. The longevity was less than 24 months. Impedances and the battery status had been checked. Impedances were measured to be within normal limits with no deviations. The left lead was programmed using electrodes 1 and 2 at 4.2v, 150 usec, and 200 hz. The right lead was programmed using electrode 4 at 3.0v, 90 usec, and 200 hz. The ins was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.